Event description:
It was reported that shaft break occurred. An angiojet solent omni catheter was selected for a venous thrombectomy of the lower limb with the target lesion located in the venae lower extremis. During the procedure, the console prompted an error message under thrombectomy mode. A reset was attempted multiple times, with no success until it was noted that the catheter material was kinked and broke in the tubing section about 60cm from the hub. This damage was not present before usage. The device was removed and replaced for another of the same model to complete the procedure. Upon inspecting the complaint device, fluid leaking from the pump was noted. No complications reported, and patient status was stable.

Manufacturer narrative:
E1 - initial reporter facility name:(B)(6) hospital device evaluated by MFR.: the device was returned for analysis. Inspection of the device revealed multiple bends and shaft kinks. The catheter was unable to prime and the console issued an under-pressure alarm message. A hypotube separation was observed at 88.5 cm from the tip. Inspection of the device revealed multiple shaft kinks and a hypotube separation. An under-pressure alarm was observed during functional testing. The complaint was confirmed for under-pressure issues related to a hypotube separation.

Manufacturer narrative:
(B)(6) .

Event description:
It was reported that shaft break occurred. An angiojet solent omni catheter was selected for a venous thrombectomy of the lower limb with the target lesion located in the venae lower extremis. During the procedure, the console prompted an error message under thrombectomy mode. A reset was attempted multiple times, with no success until it was noted that the catheter material was kinked and broke in the tubing section about 60cm from the hub. This damage was not present before usage. The device was removed and replaced for another of the same model to complete the procedure. Upon inspecting the complaint device, fluid leaking from the pump was noted. No complications reported, and patient status was stable.